Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultra2 meter testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2014. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual dose of medication; however, the patient reportedly took more food and/ or drink. About 3 hours after the start of the alleged issue, the patient claimed she felt a symptom of increased urination. The patient denied receiving medical treatment. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked through a retest to resolve the alleged issue. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.